Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/12/2022, it was reported by a sales representative via sems that an ar-9624 glenosphere inserter had an issue. During an rtsa procedure on (B)(6) 2022, the glenosphere inserter broke off in the implant after mild tapping. No piece broke off inside the patient / the broken piece was retrieved from the patient. Opened another set/implant to complete the procedure successfully. This was discovered during use with no impact to the patient. Additional information has been requested. On 08/22/2022, the sales representative stated the following via email: the instrument did break inside the patient, and all fragments were removed. The bone quality of the patient was not provided. A peripheral glenosphere reamer was used to prepare the bone socket for insertion of the implant. The glenosphere size was 36. The failure of the complaint device occurred after light impaction. The patient is fine to date.

Manufacturer narrative:
Visual inspection found that the end of the device was broken off. Complaint was confirmed.